Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery due to its lack of primary stability. The implant was not replaced in the same surgery. The patient presented bone type IV.